Event description:
Hcp reported exposed dbs wire, which resulted in infection. Cultures positive. Device explanted. Pt was given antibiotics.

Manufacturer narrative:
H6 - final device analysis results reveal - no anomaly found.